Manufacturer narrative:
The lot number for nine malfunctions were provided and lot history reviews were performed. The devices for the 14 malfunctions have not been returned to the manufacturer for evaluation; however medical records have been received for 11 malfunctions with eight malfunctions also receiving images. Of the 11 malfunctions with medical records, seven are confirmed for patient device interaction problem, two are confirmed for patient device interaction and unconfirmed for malposition of device, and two are inconclusive for patient device interaction. The remaining three malfunctions are inconclusive for patient device interaction problem as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use. (Corporate lot number: gfub1687, gfvf2233, gfui1956, gfuh3005, gfua1299, gfui2733, unknown).

Event description:
This report summarizes 14 malfunctions. A review of the reported information indicated that model ec500f vena cava filter allegedly experienced patient device interaction problem. This information was received from various sources. Each of the 14 malfunctions involved a patient with no reported consequences. Four patients¿ weight ranged between 185 and 227 lbs, 10 patients¿ age ranged between 48 and 77 years old. 7 patients were reported as male and four were reported as female; all other patient information is unknown.

Manufacturer narrative:
H10: the lot number for twelve malfunctions were provided and lot history reviews were performed. The devices for the fourteen malfunctions have not been returned to the manufacturer for evaluation; however medical records were provided and reviewed for fourteen malfunctions with eleven malfunctions also receiving images. Of the fourteen malfunctions with medical records, ten are confirmed for patient device interaction problem, two are confirmed for patient device interaction and unconfirmed for malposition of device, and two are inconclusive for patient device interaction. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use. H10: two malfunctions product catalog number were change to ec500j. H10: b5, d4(corporate lot number: gfub1687, gfvf2233, gfui1956, gfuh3005, gfua1299, gfui2733,gfue4462, gfwf3276, gfxg3685, unknown). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes 14 malfunctions. A review of the reported information indicated that model ec500f vena cava filter allegedly experienced patient device interaction problem. This information was received from various sources. Each of the 14 malfunctions involved a patient with no reported consequences. Four patients¿ weight ranged between 185 and 227 lbs, 13 patients¿ age ranged between 45 and 77 years old. 8 patients were reported as male and six were reported as female; all other patient information is unknown.

Manufacturer narrative:
H10: of the 14 reported malfunctions, three were reassessed for reportability and determined to be reportable as a serious injury, and were reported under emdrs 2020394-2022-90015, 2020394-2022-90035 and 2020394-2021-80782. H10: of the eleven malfunctions, the product catalog number of two devices were updated to ec500j. The lot number for nine malfunctions were provided and lot history reviews were performed. The samples were not returned to the manufacturer for inspection/evaluation; however, medical records were provided and reviewed for 11 malfunctions and for eight malfunctions images were provided. Therefore, for eight malfunctions, the investigation is confirmed for perforation, for two malfunctions, the investigation is inconclusive for perforation and for remaining one malfunction, tilt (a150202) code was added, and the investigation is confirmed for perforation and unconfirmed for tilt. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use. H10: d4(corporate lot number: gfui1956, gfuh3005, gfub1687, gfue4462, gfwf3276, gfxg3685, unknown), h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes 11 malfunctions. A review of the reported information indicated that model ec500f vena cava filter allegedly experienced perforation. This information was received from various sources. All 11 malfunctions involved a patient with no reported consequences. Of the eleven patients, six were male and five were female, ten patients age ranged from 45-75 years and three patient weighs in the range between 185 -207 pounds. All other patient details were not provided.